Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue. The patient experienced a return of pain. The high impedance was not observed on the day of surgery, and specific impedance values were noted as zero being greater than 40,000, and 7 and 14 being greater than 37,000. Troubleshooting was performed by reprogramming around the high impedance electrodes, which established good low-dose therapy to the patient's satisfaction. The patient is satisfied at this time. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.